Event description:
Additional information was received from a healthcare provider (hcp) on 2017-feb-03. It was reported that for troubleshooting, the history of the massager was reviewed. It was discovered that the massager had no ¿grounding¿ on the plug. In conclusion, the massager was determined to cause the shocking sensations and the issues had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for multiple back operations. Patient reported they bought a good quality heat/massager that plugs into the wall and does not ground. Patient plugged it in and looked at the cord and said it plugged in almost all the way, so he touched it and every time he touched the massager controller it interfered and patient felt little electrical shocks down their right arm. This occurred on (B)(6) 2017. Patient then got up, synced their ins, and turned their therapy off. They also reported taking a percocet and dozed off for 30+ minutes. Patient reported they were sitting up in bed and their right arm was still warm, but their left arm was really cold and their left thumb was twitching and pulling down. Patient said they stayed calm and did not have a panic attack but thought they were having a stroke or heart attack, but stated they had no heart symptoms or heavy breathing. The twitching reportedly had never happened to the patient before. It was suggested that the patient discontinue the use of the massager and contact their physician.